Event description:
It was reported that a patient presented to the emergency room. Merlin on demand transmission revealed low pacing impedance on the right atrial (ra) lead. The physician suspects ra lead dislodgement or insulation breach. No changes or interventions were reported. The patient was stable at the time of the event.